Event description:
Customer reported that a pt developed a subcutaneous infection one week following plastic surgery. The pt was prescribed antibiotics then subsequently hospitalized and provided with intravenous vancomycin antibiotic. The pt was discharged from the hospital in 2009 and reported that the wound had partially opened and began seeping nine days later. The incision will be permitted to heal by secondary intention. The pt remains under doctor care.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. Ethicon cannot assure the sterility of this lot because of equipment failure during sterilization. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.